Manufacturer narrative:
The insulin pump passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. The insulin pump properly connected to the guardian link 3 and green test plug. No communication anomaly noted.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose was 140 mg/dl. Customer was able to successfully clear the alarm. Customer states they are able to rewind the pump. Customer states that self test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.